Event description:
An infection was reported at the neurostimulator location following implant. A stitch was popping through the skin and the pt's wife pulled the stitch with a tweezer. The health care provider tried to clean and treat the area, but an infection was present at the erosion site. The pt was at the clinic in fair condition. It was decided to explant the neurostimulator.

Manufacturer narrative:
(B)(4).